Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a right ventricular outflow tract (rvot) pvc case, a pericardial effusion was noticed. The patient had a drop in blood pressure and a raise in heart rate. The pericardial effusion was confirmed by a surface echo. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed plus the drain was left in. The patient was reported to be in stable condition. The caller stated that the physician thought the pericardial effusion may have been due to having high force. The event has occurred post-use of biosense webster products and immediately after ablation. There was no evidence of steam pop. Transseptal puncture was not performed. The irrigation settings were standard for a thermocool smart touch sf. There was no errors on biosense webster, inc. Equipment. All force visualization features were utilized. The visitag settings were 3mm for 3sec, 25% for 3g, for stability; tag size 3 with no additional filters. In the opinion of the physician the event was result of the procedure. The patient stayed in the hospital until the drainage was removed and monitoring and had fully recovered. The extent of the hospitalization was not provided. The high force issue was assessed as not MDR reportable. It was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. Since cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was assessed as MDR reportable.